Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported from a small volume folfusor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 28, 2014 to september 30, 2014. The device evaluation was completed for the reported issue. Microscopic inspection on the flow restrictor revealed microscopic air bubbles blocking the fluid pathway inside the lumen of the glass capillary. This was determined to be the cause of the reported no flow. Therefore, the reported issue was verified through device evaluation. This issue is currently being address through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.